Manufacturer narrative:
The subject device was returned to the olympus repair center. The evaluation confirmed the customer¿s reported problem, flickering occurred in the image but the endoscopic image is visible due to failures of the video cable connectors.. Additionally, the battery has been consumed. The device has not been repaired before in the past year. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer visera video system processor connector is abnormal, causing poor contact with the endoscope and the image is flickering. The customer¿s reported problem was found during inspection before use. The scheduled procedure was completed with another similar device. There was no delay, and no death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the defect was not confirmed during the inspection, but based on information from customers and inspection results, it was determined that the defective video connector socket was one of the causes. It was determined that the cause of the socket defect was likely due to long-term use of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.